Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. Further interrogation displayed a failure to capture, high pacing thresholds and noise. A lead fracture was alleged. The device was reprogrammed, and a lead extraction was discussed. Additional information noted that a lead revision took place and replaced with no complications. An x-ray taken prior to the revision showed some compression of the lead in the suture sleeve area. The lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in two segments. The helix was partially extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 334mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. Further interrogation displayed a failure to capture, high pacing thresholds and noise. A lead fracture was alleged. The device was reprogrammed, and a lead extraction was discussed. Additional information noted that a lead revision took place and replaced with no complications. An x-ray taken prior to the revision showed some compression of the lead in the suture sleeve area. The lead was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. Further interrogation displayed a failure to capture, high pacing thresholds and noise. A lead fracture was alleged. The device was reprogrammed, and a lead extraction was discussed. Additional information noted that a lead revision took place and replaced with no complications. An x-ray taken prior to the revision showed some compression of the lead in the suture sleeve area. The lead was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Should the lead be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. Further interrogation displayed a failure to capture, high pacing thresholds and noise. A lead fracture was alleged. The device was reprogrammed, and a lead extraction was discussed. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.